Manufacturer narrative:
There was no blank display anomaly noted, and the lcd board was ok. There was a missing end cap sticker. The pump passed self-test. (B)(4).

Event description:
The customer's wife reported via phone call of issues with customer's insulin pump. The wife states the pump went blank and presented no alarm. The customer's blood glucose level at the time was 450mg/dl. The customer treated the high with novolong. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.